Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the subject event was caused by stain on the electrical contacts of the video connector. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on the bending section cover has a chip, the number of broken wires in bending tube blade exceeds the standard value, and due to the looseness of the insertion pipe; the connection between the insertion pipe and control unit is not secured. The device was inspected and the inspection found, even after wiping it and unplugging it, an error still occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope has no image. The issue was found during reprocessing for an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.